Event description:
Complaint information was received for a holium fiber which was identified to have broke. No reports of injury or patient complication were reported to dornier medtech america due to product complaint. This complaint was initially reported to FDA under 1037955-2020-00040 on 09/14/2020.